Event description:
It was reported that this patient received multiple inappropriate electric shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that there were multiple shocks across multiple episodes due to oversensing of noise. It was noted that this patient has a micra implanted and was undergoing a scheduled unrelated treatment at the time of some of the episodes. Ts suggested reprogramming as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient received multiple inappropriate electric shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that there were multiple shocks across multiple episodes due to oversensing of noise. It was noted that this patient has a micra implanted and was undergoing a scheduled unrelated treatment at the time of some of the episodes. Ts suggested reprogramming as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information this subcutaneous implantable cardioverter defibrillator (s-ICD) system was electively explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) at the physician's discretion. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received multiple inappropriate electric shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that there were multiple shocks across multiple episodes due to oversensing of noise. It was noted that this patient has a micra implanted and was undergoing a scheduled unrelated treatment at the time of some of the episodes. Ts suggested reprogramming as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information this subcutaneous implantable cardioverter defibrillator (s-ICD) system was electively explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) at the physician's discretion. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.